Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Ventricular fibrillation noise oversensing was noted. Secure sense inhibited therapy for what it was thought was noise. It appeared to be double counting due to the fact qrs was so wide. Programming changes were made. The patient was stable.